Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Cross action brush head came apart leaving the head in mouth [device breakage]; no adverse event [no adverse event]. Case description: a male consumer, age unspecified, reported via e-mail on (B)(6) 2016 that while using an oral-b rechargeable toothbrush, version unknown on (B)(6) 2016, the oral-b power oral care refill cross action came apart, leaving the brush head in his mouth. He reported the retaining pin was still in place. The brush head was from a pack of 3 purchased at the beginning of october. No symptoms developed.

Manufacturer narrative:
On (B)(6) 2016 product investigation results: reporter returned 3 brush heads on (B)(6) 2016. Brush heads confirmed to be counterfeit.

Event description:
Cross action brush head came apart leaving the head in mouth [device breakage]; no adverse event [no adverse event]; product counterfeit [product counterfeit]. Case description: a male consumer, age unspecified, reported via e-mail on (B)(6) 2016 that while using an oral-b rechargeable toothbrush, version unknown on (B)(6) 2016, the oral-b power oral care refill cross action came apart, leaving the brush head in his mouth. He reported the retaining pin was still in place. The brush head was from a pack of 3 purchased at the beginning of october. No symptoms developed.